Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred about 30 seconds to one minute into the hemodialysis (hd) treatment. The nurse explained that the leak was internal within the system. A fresenius 2008t machine was being used. The machine alarmed with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was damage noted on the dialyzer. There was a small crack right across the head of the dialyzer. There was patient blood loss estimated to be 160ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.